Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." The pt presented to hospital 2 days after onset of unspecified "reaction". The warnings section of the package insert states the eye care professional should advise pt's that "eye problems, including corneal ulcers, can develop rapidly and lead to loss of vision. Instruct pt's at the dispensing visit and subsequent visits to immediately remove their lenses & promptly contact their eye care practitioner if they should experience eye discomfort, foreign body sensation, excessive tearing, vision changes, redness of the eye or other problems with their eyes." As there was no product returned or lot info provided, no detailed investigation can be performed.

Event description:
A report was received that a pt, who had been wearing focus dailies lenses for approximately two years with no problems, experienced a reaction that happened over two days. He visited his local hospital and was admitted for treatment of a pseudomonal infection, left eye, lasting 8 days. The pt is still undergoing treatment at the hospital as an out-pt. The report stated that the pt was unable to see out of his left eye at the present time. He has received a botox injection to close his left eye for 3 to 4 months to see if this will improve his vision. Several requests have been made for add'l info, however, no further info has been provided.